Event description:
It was reported that during a pacemaker upgrade procedure, body fluids were noted within the outer layer of the lead insulation. An insulation anomaly was suspected so the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.